Event description:
It was reported that caller experienced large air bubbles or gaps in tandem mobi cartridge during pumping, though no information was provided about impact to the customer¿s blood glucose level. There was no adverse impact to the customer's blood glucose level. Caller confirmed using room temperature insulin, performed cartridge preparation steps including use of fill rod, and noted that air bubbles or gaps were no longer present after priming with fill tubing feature, so large bubbles resolved and insulin therapy was resumed with understanding acknowledged by caller.